Event description:
It was reported that during a therapeutic procedure, the subject device lost image connection, showing color bars and an error code. The procedure was completed with the same device with no delay. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the camera dropping image/connection at the end of the case causing color bars to return to screen was confirmed. The customer's allegation of the error code was not confirmed. The device evaluation found charged-coupler device with corrosion and broken pins, a failed leak test due to a crack on the camera head cover, and a cut on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again, and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Reference page 29 as per IFU. Olympus will continue to monitor the field performance of this device.